Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, (B)(4) retention samples from bd inventory were evaluated by functional testing, each used to draw a tube, and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with 15 bd vacutainer® precisionglide¿ multiple sample needle there was poor sleeve function and blood leakage occured. The following information was provided by the initial reporter, translated from chinese to english: after the nurse pulled out the blood collection tube during the blood collection process, the sleeve could not recover, resulting in blood leakage.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 15 bd vacutainer® precisionglide¿ multiple sample needle there was poor sleeve function and blood leakage occured. The following information was provided by the initial reporter, translated from chinese to english: after the nurse pulled out the blood collection tube during the blood collection process, the sleeve could not recover, resulting in blood leakage.